Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 28jan2021.

Event description:
The customer called into technical support (ts) reporting that the devices battery is faulty, that cannot be acknowledged is displayed. Battery control led does not light up when the device is connected to the mains. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4:22feb2021; b4:23feb2021; h11:g5:k102985. H10: the customer evaluated the device with the remote service engineer (rse) assistance and confirmed the reported problem. There was an error indicating an internal defect in the battery. The battery control led does not light up when the device is connected to the mains. Rse sent a new battery for replacement. The customer replaced the battery to resolve the reported issue. Unit passed required performance verification tests per philips standards and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.